Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 498 mg/dl at the time of the incident. Customer stated insulin pump had keypad anomaly and buttons were not responding. The customer was treated with insulin shot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08750 inches. Device received with intermittent act button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.